Event description:
During preventive maintenance of the device, a power supply failed. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Investigation in progress, but not concluded.